Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that per the physician, the valve did not cause or contribute to the aortic dissection.

Event description:
Medtronic received information, that 2 days following the implant of this transcatheter bioprosthetic valve. The patient received dialysis, due to post-operative acute renal failure. It was noted, that the patient's medical history included chronic renal failure. The physician attributed the renal failure requiring dialysis to the valve implant procedure. Approximately one month following, the patient had subcutaneously fixed superficial artery surgery was performed. And the patient visited the nearby hospital for dialysis after discharge. Approximately three and a half months following the valve implant, the patient was admitted to another hospital for the introduction of dialysis and developed aortic dissection, resulting in death. The cause of the aortic dissection was not reported. However, the physician indicated that the valve nor valve implant procedure had a causal relationship to the aortic dissection.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5 h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the location and reason for the subcutaneously fixed superficial artery surgery were unknown. The cause and treatment for the aortic dissection were also unknown.